Manufacturer narrative:
H10: a philips authorized service provider (asp) reported the customer would not disclose details regarding patient condition, device settings/set-up, nor the correction process. The issue was corrected with no part replacement. The device was operational and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that on (B)(6) 2023, the patient was given non-invasive ventilation (niv) with the philips v60 ventilator for respiratory failure. The blood oxygen saturation of the patient plummeted to 46%. The patient immediately reported to the doctor on duty and the head nurse found the ventilator alarmed warning that the oxygen was not supplied, and the oxygen pressure was too high. They returned to the nurse station immediately to check; the oxygen pressure gauge was 0.75mpa. The staff contacted the oxygen supply station by phone. At the same time, oxygen was pressurized through an oxygen bag connected to a nasal oxygen tube, and the patient's oxygen saturation rose to 73%. Clinical assessment was performed based on the information currently available in the complaint record. It was reported that a patient was on niv for respiratory failure. The blood oxygen saturation dropped to 46%. It was discovered that the ventilator was alarming that the oxygen was not supplied, and the oxygen pressure was too high. Oxygen was then administered through a supplemental oxygen device and the oxygen saturation rose to 73%. The details available thus far indicate that the ventilator was alarming due to an issue with oxygen delivery, and concurrently the patient desaturated to 46%. This is a life-threatening injury, and medical intervention was required to preclude permanent impairment. This meets the criteria for serious injury. The investigation is ongoing.